Event description:
As reported by the equinoxe shoulder study, the patient had an initial left tsa on 05-sep-2017 and presented on 20-apr-2018 with aseptic glenoid loosening. Patient begin lifting heavy weights in the gym. Had unexplained shoulder pain and signs of subscapularis tear. The case report form indicates that this event is possibly related to device and/ to procedure. Outcome is resolved by revision (B)(6) 2018. No device return anticipated due to being a clinical trial study. Ebi initial surgery attached.

Manufacturer narrative:
(H3) pending evaluation (d10) concomitant device(s): 300-30-08 - equinoxe preserve stem 8mm: 4949004 310-00-53 - equinoxe, hum head, extra short, 53mm: 4622236 300-50-45 - 4.5mm short rep plate: 4895064.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The reported shoulder pain may be the result of glenoid loosening due to eccentric loading of the glenoid secondary to instability resulting from the reported rotator cuff tear. Additionally, patient young age at implant and increased activity level could be contributing factors. However, the failure and potential contributions from manufacturing, patient, or user-related issues to the event cannot be confirmed as the devices were not returned for evaluation and no images or radiographs were provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.